Event description:
Meter name: one touch profile, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: no symptoms. A patient reported that they went to the hospital. Their meter allegedly was giving an insert strip message. A result of 113 mg/dl is documented (unknown if on customer's meter or hospital meter). The time difference between patient's meter and hospital's meter was unknown. Customer received treatment at the hospital. Treatment unknown. No further information has been reported.